Event description:
It was initially reported that the stent was twisted, unable to fully open, and the physician could not deploy it fully to apposite vessel wall. The device had to be redeployed and then removed. The device was fully removed from the patient. The physician replaced the device with a new flow diverter of the same size and completed the case. The patient is reported as "fine." There was no patient injury nor medical/surgical intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned device found the stent to be fully deployed and deformed at the proximal and distal ends, which is consistent with the device being unable to fully expand during the procedure as described in the reported event. The deformation of the stent appeared to be caused by one of the proximal long loops having been pulled out of position. The physical evaluation of the device could not identify the conditions or circumstances that would have led to the proximal long loops being pulled out of position, but the condition is consistent with the device experiencing forces over specification.